Event description:
Breast implant ruptured. Right side began to rash and has slowly covered entire body. However the side of the rupture is more extensive and severe which almost shows the flow of the liquid through the body as it's leaving my system. It started as a mild rash to now the most extensive case all dermatologists have seen. Which has been 3 and 2 in different states. It is caused by reaction to something in my body, and we have found removing everything other than the ruptured breast implant it has gotten worse. We do not think it will get better until the implant is removed but unable to cover this cost because insurance doesn't cover breast implants. We have tracked the spread of the rash with photos to show the extensive it is as well as willing to turn over all medical records. Severe rash and scaring. FDA safety report ID# (B)(4).